Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call, they had gone to the customer's diabetes coordinator who removed the reservoir while the customer was still connected. Now customer is experiencing high blood glucose over 600 mg/dl and customer's father wanted to know removing the reservoir while customer was connected may have caused it. Customer's father declined to perform troubleshooting on high blood glucose only checked for air bubbles and none were noted. Customer's father mentioned that he attempted to fill the cannula twice with four units of insulin and it didn't exit. Customer's father was advised the device was working correctly. Customer's nurse stated she should have removed the reservoir the way she did but was advised typically manipulated reservoir will cause a low. The reservoir is not being returned for analysis.